Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced vibrations from the implantable cardioverter-defibrillator a few weeks ago and presented in clinic. Upon interrogation, the device was found in backup vvi operation. The device was restored and programmed to its previous parameters. There were no adverse consequences to the patient.